Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilation, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device as removed and a non-bsc guide extension catheter was used and the synergy¿ drug-eluting stent was re-advanced. However, the stent got caught at the entry part of the non-bsc guide extension catheter port and could not be inserted. The synergy¿ drug-eluting stent was then removed and it was noted that the mid stent was daamged. The procedure was completed with a different size synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.